Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements higher than 200ohms. Technical services (ts) reviewed the data and noted that there had been a sudden spike since impedance measurements had been stable previously. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements higher than 200ohms. Technical services (ts) reviewed the data and noted that there had been a sudden spike since impedance measurements had been stable previously. This rv lead remains in service. No adverse patient effects were reported.